Event description:
It was reported via user facility medwatch report that "the patient was involved in a motor vehicle accident (mva) and transferred to our facility on 3 months ago. He was taken to surgery at that time. The patient had an infrarenal eclipse inferior vena cava (ivc) filter placed for pulmonary embolism prophylaxis. He was discharged several weeks later. In follow-up several months later, the mother of the patient requested to have ivc filter removed and patient was scheduled for removal. Reportedly, a spot film imaging of the filter showed the filter to be significantly tilted to the patient's right, placing the filter apex in contact with the lateral caval wall. A fibrous cap was present over the filter hook. In addition, one filter leg was noted to be fractured prior to any manipulations. The filter leg was located retrocardiac in the left lower lung. The filter was removed using a loop snare technique. The remaining 6 arms and 5 legs were intact. The post filter removal cavagram demonstrated a normal ivc except for mild irregularity of the caval wall at the site of filter apex endothelialization. There was discussion with the patient and his mother regarding the issue of the broken filter leg. Patient will consider if he would want to have an attempt at removing the fragment at a later date. Contact information was given to the mother in the event that they would like to proceed with removal of the retained filter fragment."

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter has not been returned to the manufacturer for evaluation to date. The investigation is currently underway. This event coincides with user facility medwatch report #(B)(4).